Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the stent (subject device) was partially deployed during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. The device was analyzed, the stent was found to be partially deployed. The stent delivery catheter was found to be stretched. The stent delivery catheter was found to be flattened/crushed. The significant amount of dry blood was noted within the stent delivery catheter. The stent could not be deployed during the test due to significant fiction. The stent was pulled out form the distal end of the stent delivery catheter. The stent delivery catheter was advanced and retracted through the demo guide catheter without difficulties. An attempt was taken to remove the stent stabilizer from the stent delivery catheter for further analysis; however significant friction was noted, and stent stabilizer could not be removed. During the dimensional inspection, the required inspections could not be fully completed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of stent failed/unable to deploy and stent delivery catheter stretched, and to the as analyzed events of stent stabilizer/catheter friction, stent partial deployment and stent delivery catheter flat/crushed as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of not confirmed will be assigned to the as reported event stent delivery catheter friction as the issue was not confirmed during the analysis.